Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead could not be implanted due to tissue build-up following multiple positioning attempts. The rv lead was not used. The physician elected to use another rv lead and completed the procedure. The patient remained in stable condition.